Event description:
The customer stated that he performed a control test using his new contour meter and received a reading of 27 mg/dl. The normal control range was 100-138 mg/dl. No adverse events were alleged. Further troubleshooting was not possible since the customer did not have many test strips left. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.